Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 208 mg/dl. Customer stated that when she was trying to bolus, it would just scroll. When the customer changed the battery, she received a weak battery alarm. Customer stated that she was feeling funny before the alarm started. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing noted. Weak battery alarm was not verified due to button/keypad anomaly. No unexpected numbers ramping/scrolling on their own noted. The device had cracked case at display window corner and cracked display window.